Event description:
It was reported that pump displayed malfunction code 24 with a non-resettable fault, and no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.